Manufacturer narrative:
Conclusion: the valve remained implanted and was not returned to medtronic, therefore no product analysis could be performed. Review of the device history record found the valve was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. Images were submitted for review and confirmed that the first valve system was deployed to 100% and was deep in location. The angiogram confirmed moderate paravalvular leak (pvl). Additional imaging from days later confirmed a post implant balloon aortic valvuloplasty (bav) was attempted to resolve the severe pvl but was unsuccessful. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case the valve migration was a likely contributing cause. Migration is a known potential adverse effect per the device instructions for use (IFU) and can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level, sparsely calcified native anatomy providing insufficient anchoring, asymmetrical root calcification, and under expansion of the valve. The cause of the migration and subsequent paravalvular leak (pvl) was likely due to the low implant depth of the valve. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not allege a device misuse or malfunction occurred. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated data: b3 - date of event b5 - event description - additional information was received that the regurgitation reported was confirmed with echocardiogram to be paravalvular leak (pvl). Nine days following the valve implant the post implant balloon aortic valvuloplasty (bav) was performed and subsequently the second valve was implanted. No additional adverse patient effects were reported. H6 - device code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, mild regurgitation was noted which was attributed to a likely low implant depth. After approximately one week, the valve had moved deeper into the ventricle and the regurgitation was increased to severe. A balloon aortic valvuloplasty (bav) was performed with a 28 mm balloon but did not resolve the issue. Subsequently, a second valve was implanted. No additional adverse patient effects were reported.